Event description:
The following information was provided: as per pss case: painful hemiarthroplasty, rotator cuff tear. History of osteosarcoma resection to the right proximal humerus with placement of a cemented hemiarthroplasty. Now with painful instability secondary to rotator cuff insufficiency.